Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, the patient's device triggered an alert. Upon interrogation, it was noted that the lead had oversensing of noise and it was determined to be a connection issue between the device and lead. It was noted that the patient was scheduled for a revision surgery and that the issue was resolved. Both products remain in use. No patient complications have been reported as a result of this event.